Event description:
Physician was attempting to insert a laser to perform a laser atherectomy of right leg. Cook 6fr sheath (ref# kcfw-6.0-18/38-90-rb-anl1-hc) was in place. Physician was removing sheath to replace with a shorter sheath. Sheath unraveled and broke into pieces. Pt had to undergo general anesthesia to repair left femoral artery and a cut down on the right groin to retrieve broken sheath. Pt admitted to ICU post-op.